Event description:
A (B)(6) advia centaur xp (B)(4) result was obtained on a patient sample and was considered discordant when compared to non (B)(6) test results from repeat testing. A corrected report was provided to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp (B)(4) assay result.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp (B)(4) patient result when compared to the repeat (B)(6) test result is unknown. The customer's quality control results were within acceptable ranges and there were no other discordant (B)(6) patient results questioned at the time of the event. There were no other (B)(4) markers run and (B)(4)confirmatory testing was not performed. The customer has declined a service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "If the sample is greater than 50, the specimen is (B)(6) by the advia centaur (B)(4) assay. Note: when the advia centaur (B)(4) assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results > 1.00 should be considered initially (B)(6). Repeat testing and supplemental tests, such as the advia centaur (B)(4) confirmatory assay must be used to confirm the result." The instrument is performing within specifications.